Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. According to the reporter, on (B)(6) 2026, the patient lost consciousness and her family called emergency services. When the emergency services arrived, the patient was conscious. The bg reading was 72 mg/dl while the cgm reading was 187 mg/dl. The patient was treated with carbohydrates by the paramedics. At the time of the report the patient was fine. No other details were documented. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.